Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided. Initial reporter fax number: not provided.

Event description:
It was reported that an implant (xfos411) was removed due to fracture at tooth location 19.

Manufacturer narrative:
One osseotite® 2 implant 4 x 11.5mm (xfos411) was returned for investigation. Visual evaluation of the as returned product identified significant damage and fracture about the external hex feature and collar. Bone debris surrounds the implant threads. No pre-existing conditions were noted on the per. The reported product was located on tooth # 19 and used for approximately 5.5 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). The customer has returned x-rays of the product in the surgical site. This includes images of the planning phase. Fracture is difficult to verify based on the image quality. Also, according to the IFU, patient factors like presence of occlusal abnormalities or parafunctional habits (e.g. Severe bruxism, clenching, overloading or gnawing) may cause screw loosening, restoration fracture, and/or implant failure. DHR review was completed for the subject lot number 2013040280. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2013040280) for similar event and no other complaint was identified. February post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or product (xfos411). Therefore, based on the available information, device malfunction has occurred and the reported event was confirmed.

Event description:
No further event information available at the time of this report.